Event description:
Customer reported issues with the insulin pump. Customer states that the key pad is not responding. Customer also states that the insulin pump is alarming. The blood glucose reading is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened button dome switch. The insulin pump passed the reset error test and the self test with no error alarms noted. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.